Manufacturer narrative:
(B)(4).

Event description:
A catheter issue regarding a break/tear/hole was initially reported. A dye study was performed. As per the managing physician, results of the dye study revealed extra dural delivery of drug. During a catheter revision, the surgeon found that the "old" catheter was cut off at the spinous process. It was further clarified that a catheter piece, approx 4 cm in length, was found completely cut at the spinal site. The managing physician believed there was something wrong with the catheter. The pt had recovered without sequela following the catheter revision procedure. It was later reported that the pt had an increase in tone prior to the catheter revision; and the subsequent catheter study demonstrated drug was not getting to the cerebrospinal fluid. Only the small cut catheter fragment was removed; and a new catheter was implanted alongside and attached to pump.